Manufacturer narrative:
Product analysis: the entrust stent delivery system was received loosely coiled within a series of sealed plastic pouches. The delivery system was received locked up on a 0.014¿ compatible guidewire. A kink was noted at the distal tip of the blue strain relief/isolation sheath. A series of kinks were noted in the silver outer sheath starting around 100.5cm and going to about 109.3cm. At approximately 117.0cm to 117.4cm the distal end of the outer sheath exhibited lateral compression. A kink in the outer was noted at approximately 118.6cm. Examination of the red safety tab cavity of the handle revealed that silver outer sheath has been pull into the handle past the safety tab cavity. The printed strain relief was removed to allow for further examination of the handle. The handle was split open along its seam. It was noted that the inner guidewire lumen had been pulled around the handle¿s pulley prior to the separation of the pull cable from the outer sheath. Given where the proximal end of the outer sheath is located in the handle the pull cable to outer bond tensile broke after the outer sheath wrapped around the pulley. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Three photographs of procedural cines were received for analysis. No procedural devices nor reports were received for analysis. The first image is of the patient¿s right superficial femoral artery. The everflex stent is in the process of being deployed with part of the stent deployed. Part of the deployed stent is overlapping a previously deployed stent. The term ¿blockage¿ is understood to mean that the stent was partially deployed when deployment was stopped/blocked. A smaller diameter than expected guide wire is seen distal of the stent delivery stent outer sheath. The guide wire in the image appears to be smaller than half the cross-section width of the outer sheath distal radiopaque marker band. The guide wire is most likely either an 0.018¿ or 0.014¿ compatible guide wire. The second images of the patient¿s right superficial femoral artery. The 150mm length everflex stent is fully deployed. The stent struct cell rows have been stretched/elongated to the point that the 150mm length everflex stent is approximately 250mm in length. The third image is of the patient¿s right superficial femoral artery. An ancillary device is running through the lumen of the deployed stents. The vessel anatomy is distal of the everflex stent close to the patient¿s knee. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used everflex stent used during a tent in stent procedure to treat calcified lesion in the mid superficial femoral artery. IFU was followed. Excessive force was used during deployment and stent deformation occurred in vivo. It was reported that the physician used a lot of force after the stent did not deploy correctly and overstretched the stent. Stent blockage occurred in the middle part of the stent. It is unknown if the cover from the tabs/handle was opened to expose the catheter and the catheter was pulled back to deploy the stent. A non-medtronic stent was deployed in the area. There was no patient injury reported.